Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire was not returned for investigation. Typically a separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A wire being over pulled or over torqued would require the tip to be trapped, which in this case, appears to have been within the calcified plaque. In this case, there was no attempt to remove the distal tip from the vessel, as angiography showed no flow limitation. To ensure tip separation does not occur as a result of manufacturing, a tip pull test is performed on each wire to ensure the tip is properly attached. Additionally, quality control performs on line reliability testing to verify the product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Overall, the reported tip separation appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the procedure, after non-abbott stent implantation and balloon angioplasty in the distal popliteal artery, the winn wire was being advanced to a proximal popliteal lesion, turning it as a corkscrew, through calcified plaque. The distal tip of the wire detached. The proximal portion of the wire was removed and the distal portion, approximately 5 mm, remained in the vessel. Angiography showed no flow limitation and the patient stated his pre-existing left foot pain was better than pre-procedure. The procedure was ended and no attempt was made to remove the portion of wire in the popliteal artery. Though requested no additional information as provided.